Event description:
It was reported by the rep that the (1) sw100 and (1) sw110 were used during a laparoscopic nissen procedure. It was reported that a small silver piece from inside the reload jaws come off and fell into the abdominal cavity. This happened with two reloads and one was retrieved. The other piece was left in the pt.